Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt has reported multiple complications which started one year post implant of the bard soft mesh. Medical records have not been provided. We have contacted the initial reporter and requested additional info. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported by the pt via maude event report ((B)(4)): (B)(6) 2011 - the pt underwent implant of a bard soft mesh as a bladder sling during a partial hysterectomy as a precautionary measure. Ni/ni/2012 - one year later the pt began experiencing chronic bladder infections, and severe pain during intercourse. On (B)(6) 2012 - the pt's infections and pain became intolerable and began to impact the pt's ability to function. The pt went to her ob md and the mesh was discovered to have eroded and would need to be repaired. Ni/ni/ni - the pt underwent a procedure in the md office due to financial restraints and the cost of surgery, the portion of mesh that had eroded was visible and was clipped and the wound repaired. Pt wanted mesh completely removed; however, the md thought there would be too much risk involved and wanted to use a less invasive approach to start.